Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2011 with the following findings: a review of the pump history indicated typical usage alarms and warnings; there were no occlusion alarms noted. An ezprime operation was performed with no issues occurring. The pump was exercised for 24 hours with no issues and no alarms. Evaluation revealed that the force sensor resistance measurement was out of calibration.

Event description:
The pump was returned for frequent occlusion alarms. Evaluation revealed that the force sensor resistance measurement was out of calibration. This report is made based on results of investigation completed on 09/01/2011.